Event description:
Per discussion with the person in charge of the dialysis facility in 2005, after the recirculation process prior to pt use of the dialyzer a sline sample was taken from the dialyzer as part of a monthly procedure at the facility. Once a month for 10% of the pts at this facility have a sample taken and cultured. The dialyzer was pre-processed and this was the fourth use of the dialyzer. The culture from the dialyzer positive for staphococcus co neg. A blood culture was also done from the pt. The same bacteria was cultured. The day before, this pt was placed on vancomycin (1.5g) and they will received another dose 2 days later @ 1.5g. Per discussion with the facility the dialyzer was inspected prior to use, the ports of the dialyzer were properly capped with no signs of leakage from the ports of the dialyzer, and the headers were securely placed on the dialyzer. Also, the facility stated they followed the priming procedure, one liter of saline was used from start to finish of priming, and the spent priming fluid was discarded. The facility uses acid from a drum. The facility mixed the bicarb on the same day the pt was dialyzed and it was discarded the same day. The manufacturer of the acid and bicarb used in the hemodialysis process is minntech. The water source is an ro loop (a fed loop). This machine that the pt was dialyzed on is at the last station. This facility has a pt load of 70 pts. The faciltiy tests the water supply for chloramines before each shift for every day the facility is running.